Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure with shock pulse. During the procedure, upon inserting the nephromax balloon catheter, they noticed that the small gold radio opaque strip at the distal end of the working sheath fell off inside the patient. They attempted retrieval for approximately 30 minutes since it kept moving the dislodged tab into unreachable areas. Reportedly, another surgeon was able to visualize the gold tab and completely remove it from the patient using a two and three prong grasper from percutaneous set. The procedure was completed with another of the same device with no serious harm done to the patient.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2: additional information: block b5, block d7a, block e1 (initial reporter first name, initial reporter last name and initial reporter phone), block h6 (impact codes) and block h8. Block h6: device code a0501 captures the reportable event of ro marker detached. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure with shock pulse. During the procedure, upon inserting the nephromax balloon catheter, they noticed that the small gold radio opaque strip at the distal end of the working sheath fell off inside the patient. They attempted retrieval for approximately 30 minutes since it kept moving the dislodged tab into unreachable areas. Reportedly, another surgeon was able to visualize the gold tab and completely remove it from the patient. There were no patient complications or serious harm reported.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of ro marker detached. Impact code f23 captures the reportable event of unexpected medical intervention.